Event description:
Further follow-up indicates the patient's ipg was replaced due to an increased recharge burden. Surgical intervention resolved the issue.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient had their ipg explanted and replaced for an unknown reason.